Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for an embolization procedure, the physician found that the distal tip of a neuron max 6f 088 long sheath (neuron max) was broken upon removal from the packaging. The damage to the neuron max was found prior to use and therefore, the neuron max was not used during the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the neuron max was returned double bagged in clear plastic bags, inside a (B)(6) large box. The neuron max was decontaminated a 1:10 dilution of bleach (8.25% naocl). Conclusions: evaluation of the returned neuron max revealed a device with a damaged distal atraumatic tip. This type of damage typically occurs due to improper handling during removal from the packaging. If the packaging mandrel is unsecured from the packaging card, it may pin the neuron max distal atraumatic tip between the packaging mandrel and the packaging tube upon retraction. If the neuron max is attempted to be retracted while pinned, the distal tip will likely become damaged. Further evaluation revealed a bend throughout the length of the device and a kink. Based on the return condition, it is likely that the kink and bend are incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: he neuron max had a damaged distal atraumatic tip. The neuron max was kinked approximately 57.0 cm from the hub. The neuron max had a bend throughout the length of the device. The packaging card and mandrel were not returned and could not be evaluated. The complaint did not involve device functionality. Therefore, no functional analysis was performed.